Event description:
It was reported that there were needlestick injuries while using 2 bd vacutainer® safety-lok¿ blood collection sets. The following information was provided by the initial reporter: "she mentioned there have been accidental needle sticks due to maybe improper technique."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the lot number involved was not available, manufacturing records and inspection records of (B)(4) lots manufactured under material # (B)(4) from (B)(6) 2020 to (B)(6) 2021 were reviewed. As a result, there were no abnormalities which could be related to malfunctions of safety shield. Also, shipping inspection records of the above (B)(4) lots were reviewed, and it was confirmed no abnormalities in the breakage force, sustaining force or security force of safety shield. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that there were needlestick injuries while using 2 bd vacutainer® safety-lok¿ blood collection sets. The following information was provided by the initial reporter: "she mentioned there have been accidental needle sticks due to maybe improper technique."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device. Expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6) manufacture: the manufacturing location for this product is (B)(6). This site is (B)(6) manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed. The (B)(6) FDA registration number has been used for the manufacture report number.